Event description:
The customer reported that during pt use air leaked from the cuff or the pilot balloon. The tracheostomy tube was removed and the pt was re cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.